Event description:
It was reported that the right ventricular (rv) lead was repositioned about three weeks after implant due to high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2014. (B)(4).